Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that 100 pcu front cases with keypads needed to be replaced.